Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the iliac artery. During deployment, the absolute pro stent "jumped" into the aorta. No retrieval attempts were made. The dislodged stent implant remains in the patient in an unintended site. No additional information was provided.